Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a review of the receiving inspection (ri) for sfx,5.5,ti, med, size a6 was conducted identifying that lot number om11195 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 13 oct 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 this was a plif (l4-s) for treating spondylolisthesis. The cross connector broke off during bending. Procedure was completed without surgical delay. This report is for one (1) expedium sfx cross connector system connector a6 5.5 x 49-66mm. This is report 1 of 1 for complaint (B)(4).